Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella pump was returned for evaluation. Upon investigation of the pump, a biomaterial clot was observed around the impeller. Data logs show a high motor current spike followed by low pump flows. The root cause of the low pump flow issue was determined to be biomaterial. Added-d6a/d6b in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 59-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella rp flex device for mechanical circulatory support. The complainant reported a drop in impella pump flow, occurring after decannulating va ECMO. Troubleshooting to restore proper pump flow was not successful, therefore, the pump was removed/replaced. A clot was noted in the outflow cage upon removal of the device.